Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system was used however, there was a "bleed back" valve issue. They removed that access system and exchanged it for a new one to complete the case. There were no patient complications reported.